Manufacturer narrative:
The returned pacemaker was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Review of memory noted elevated right atrial pace/sense counts. Chronic high atrial rates reduce longevity in devices that have atrial sensing. Device power consumption increases proportional to the additional processing for sensed atrial events, but this is considered normal operation. A series of diagnostic tests were also conducted that verified the performance of pacing, sensing and recording functions of the device commensurate with battery voltage. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this pacemaker was electively explanted and replaced, but additional information was later received indicating that it exhibited premature battery depletion (pbd) behavior. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this pacemaker was electively explanted and replaced, but additional information was later received indicating that it exhibited premature battery depletion (pbd) behavior. No additional adverse patient effects were reported. The device is expected to be returned for analysis.